Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 9 77a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 8590-8, lot# n341952, implanted: (B)(6) 2012, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8590-1, lot# n329782, implanted: (B)(6) 2012, product type: accessory. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted that the patient read something in the instructions that confused him. It was noted that on the night prior to the report, the device was on and moving around and gave the patient more of a jolt than usual. The patient looked at the instructions and it said to turn it down before turning on to prevent an unwelcomed shock. It was noted that the patient believed he had the patient programmer directly over the ins as he can get it. It was reported that the patient was getting a question mark on the patient programmer and was not able to adjust stimulation. It was noted that the patient was getting bars on program 1 at 2.00 in group d with no lightning bolt. It was noted that the patient had no selection box on the screen. At the time of the report, the patient brought the settings of 2.00 down to 0.0 volts and stated that he had it and it was taking its time but was at 0.0v. It was noted that the patient had the lower level with the arrow down and a line underneath it. It was noted that the patient was able to turn the stimulation back on with the lightning bolt. It was noted the patient was feeling the stimulation down his lower back and legs and can feel it at 0.7 v (minimally) and at 0.9v can feel it down his right leg. It was noted the patient would need to experiment very carefully and was glad he got some instruction, so he can figure out what works for him and keep himself from being electrocuted. It was noted that the issue resolved. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported the patient still had concerns regarding their device or therapy but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted.